Event description:
During a procedure since the all leds of the indicators, which show the intensity of the load applied to the probe of the hand piece, were lit, the subject device was replaced with another device. When the nurse was cleaning the device outside the patient, the probe tip broke. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. For evaluation. The evaluation confirmed that the probe broke down at 16mm from the distal end. There was no scratch found at the broken point. The shape of the fracture was partially a rough surface which showed that the fracture developed by physical stress. The ptfe pad wore and deformed. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, it is highly likely that the physician activated the ultrasonic output while the subject device was twisted a tissue or grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked. Consequently, during the reassembling outside the patient, the probe tip broke. The instruction manual of sonosurg scissors prohibits the usage as mentioned in the above, and describes how to deal with when an irregularity is found or the probe is broken. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.